Manufacturer narrative:
Concomitant medical products: 977a260 pain stim lead implant date: (B)(6) 2016; 977a260 pain stim lead, implant date: (B)(6) 2016; 97714 pain stim ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was near syncope. It was also reported that the right ventricular (rv) lead exhibited unstable theresholds and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.